Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer via phone call that they heard no delivery alarm and the alarm was so soft that she could not heard. The customer's blood glucose level was 202 mg/dl. The customer also reported other blood glucose level such as 55 mg/dl, 64 mg/dl. The customer also reported that the reservoir showed empty and insulin pump had low reservoir. The customer declined to troubleshoot for no delivery and beep anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no audio anomaly noted during test.